Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the uterus was completely removed, and a needle was inserted into the abdominal cavity to perform a vault suture. While tying the suture, the needle and thread were repeatedly seen falling off on the screen. A fragment fell into the patient and was retrieved during the same procedure. After several attempts, the surgeon requested an inspection, stating that the instrument¿s grip on the needle seemed unusually weak compared to normal. Upon removing the instrument from the patient cart and peeling back the sheath for inspection, it was discovered that one wire had frayed and broken. The surgery was concluded by completing the sutures using existing laparoscopic instruments. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken wrist control snake wrist cable at the wrist disc at the distal end. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained through follow-up: all fragments were confirmed retrieved by visual inspection, and no post-operative imaging (such as x-ray or ultrasound) was performed to check for retained fragments. The patient has not returned to the hospital with any complications related to a retained foreign object, and there were no injuries or complications reported from the issue. No additional surgical procedure was required to remove any fragment. While the instrument was available to be returned to intuitive surgical for evaluation, the retrieved fragment was not because it was a needle and was disposed of after the procedure. No photos or videos of the event were available for review.